Event description:
It was reported the patient suffered severe and permanent injuries including, but not limited to exacerbation of his parkinson's disease, deep brain stimulating reprogramming with side effects.